Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level were 500 mg/dl when the issue started, it went high since site came out unnoticed, due to this the patient was not getting any insulin. The customer customer changed infusion set and had a correction bolus of 27 units and the blood glucose level was 457 mg/dl. The customer did not believe it to be an insulin pump issue but it was a site issue. The insulin pump will not be returned for analysis.